Event description:
A patient is complaining about irritation/discomfort when using the catheter.

Manufacturer narrative:
This submission is being made after an acquisition and internal audit of wellspect healthcare. Neither analysis of the samples returned nor the batch documentation reveals any product defects or deviations. Based upon the product testing, this complaint could not be confirmed as reported.